Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient lost consciousness and suffered from convulsions but did not receive an alert from his cgm warning him of low glucose levels beforehand. A discrepancy was observed on the date of event which showed that while the dexcom cgm displayed 227 mg/dl, the blood glucose meter displayed 149 mg/dl. The blood glucose value of 149 mg/dl was confirmed by a second measurement. However, it is not clear at what point this discrepancy was observed. A nurse was called to tend to the patient but it is unknown what treatment was provided to restore the patient's condition. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2022. The patient stated his dexcom cgm was reading 164 mg/dl while the blood glucose meter displayed 113 mg/dl at 7:30 am on the morning of (B)(6)2022. Then, at 9:00 am that same morning, the patient stated that he lost consciousness and suffered from convulsions, but did not receive an alert from his cgm as it was reading 82 mg/dl at the time. A comparative fingerstick measurement was not taken during the incident as the patient's family was reportedly focused on treating the patient at the time. However, the patient did state that after his parents treated him with an unspecified form of sugar and he regained consciousness, his blood glucose value was measured and read 68 mg/dl. The patient's parents also called a nurse for guidance on how to appropriately respond to the situation, but the patient was not taken to a hospital and no further medical intervention was reported. The patient was reported to be feeling better at the time of contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.